Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient was trying to sync with patient programmer (pp) and they saw a power on reset (por) on pp. It was unknown if patient had exposure to medical test or to emi environment. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had the device removed on (B)(6) 2017 because they had lost all bowel function. No further complications were reported/anticipated.